Event description:
Patient being ventilated via resuscitation bag with peep valve attached to bag. The peep valve malfunctioned (1 way valve stuck in the closed position) and the patient was unable to passively exhale through the device. Subsequent stacking of breaths occurred and the patient experienced respiratory/cardiac arrest with bilateral pnaeumothorax. When the peep valve was examinaed by arespiratory therapist the valve wasa stuck in a closed position. Patient had cardio-respiratory arrest; resuscitationefforts were successful. The patient expired 12 days later. The cause of death is suspected hypoxic encephalopathy.